Event description:
It was reported that the image on the 7700 system went black during a case. The 7700 system was rebooted, however, the image quality was poor. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.